Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated patient had a revision on (B)(6) 2021, wherein the ipg pocket was moved. This addressed the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced discomfort at the ipg site. Surgical intervention is anticipated to address the issue at a later time. No further information available at this time.